Event description:
A complaint was received from a customer that reported that their elite system when using excel off brand reagent is reading lower when compared to a competitive system. Examples were the elite system 71 mg/dl while the competitive system 231 mg/dl. The difference between these results if acted upon could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagant. The complaint is considered closed for purposes of MDR.